Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was prescribed oral antibiotics to treat an infection around the implant site. The implanted device remains.